Event description:
It was reported that the pump exhibited error code 42224 and that the cassette would not latch. The event occurred during testing, no patient injury was reported.

Manufacturer narrative:
Event: unknown, UDI (B)(4) email is: regulatory.responses@icumed.com one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was removed. Review of the event history log (ehl) showed system fault 42,224 and cassette not attached properly. A functional test was performed and the reported issue was not duplicated, however error code 42224 was found in the information folder. The cause of the reported issue was unknown. As a result, the error code was cleared, reinstalled software application and replaced the dso sensor. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.